Event description:
The physician reported that during use of the sion device, the distal tip broke off while the device was in the anterior chamber. The breakage was noticed prior to starting the procedure. The broken piece was removed from the anterior chamber by using viscoelastic to push it out.